Manufacturer narrative:
(B)(4). Concomitant medical products: item# 110031405; lot# 64594848; mini tray std cocr +6 offset; item# 110031405; lot# 64594848; mini humeral tray standard thickness +6 mm taper offset 40mm diameter; item# 115395; lot# 465600; comp rvs cntrl 6.5x25mm st/rst; item# 110032430; lot# 64666110; comp aug mini bsplt w tpr lg; item# 115310; lot# 465600; comp rvrs shldr glnsp std 36mm; item# 180553; lot# 246240; comp lk scr 3.5hex 4.75x30 st; item# 113650; lot# 981560; comp primary stem 10mm std; item# 180550; lot# 216920; comp lk scr 3.5hex 4.75x15 st; item# 180550; lot# 501710; comp lk scr 3.5hex 4.75x15 st; item# 110031869; lot# 64592788; comp aug ream guide bushing; item# 110040202; lot# 64666095; compr aug 2.7 drill; item# 110040300; lot# 64666110; compr aug mini ream gd screw; item# 405800; lot# 917460; comp. Rev shldr 9 in; item# 405889; lot# 673870; comp rvs 2.7mm dia drl. Foreign report source: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00444.

Event description:
It was reported that the patient underwent a revision procedure, 3 days after the initial procedure due to dislocation and instability. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs noting the humeral component is dislocated superiorly with respect to the glenosphere. Hardwar appears intact and bone assessment found no definite acute fractures or areas of periprosthetic fracture. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.